Event description:
It was reported that intermittent ongoing occlusions alarms occurred. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.